Event description:
It was reported that during oasys surgery, although the surgeon used the offset connector, the surgeon was not able to insert the screw driver in set screw. The surgeon exchanged the offset connector for another offset connector and completed the procedure successfully.